Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing a "burning" near the scs ipg site when stimulation was turned high. Reportedly, the patient stated the issue caused burns and irritation on the skin. A company representative met with the patient and performed a system diagnostics but no anomalies were found. The representative reprogrammed the patient's scs system in an attempt to prevent this from occurring. The representative observed the ipg placement was very shallow and could be seen protruding from the skin. Follow up identified surgical intervention was taken and the patient's scs ipg was moved higher up on the left buttock. Additional follow up identified moving the patient¿s battery to a higher location resolved the reported issue.